Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit has an automatic filling error. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block (B)(6) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) tested the unit and it was observed that it gave an automatic filling error in the preliminary tests performed with the trainer and test catheter. The purge valve of the device, was replaced based on previous service visits. After the part replacement, it was determined that the device failure was corrected. The device was checked and tested and delivered to the user in a working condition. The clinical functions of the device are working, but since it contains expired materials, clinical use is not recommended.

Event description:
N/a